Event description:
Device report from (B)(6) reported a revision due to a loose uss clamp. The revision was performed because of loosening of the two uss fracture clamp's nut with consequent loosening of correction achieved during the first surgery for reduction of a spondylolistheses. The outcome for the pt was good after the revision; there was no significant prolongation of the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.